Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: 1st revision shoulder replacement. 1st revision surgery was performed on (B)(6) 2014 (case reference (B)(4)). This was further revised on (B)(6) 2014 by the same surgeon and at the same hospital because the head had dislocated. Update: (B)(4) 2014: please note that the product specialist further advised that the shoulder was revised due to a couple of screws in the epoca glenoid ¿ a synthes trauma product. To gain better access to the glenoid, the surgeon changed the humeral head.

Manufacturer narrative:
This product was reported in error. No patient harm or serious injury at this time. Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.